Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic, an alert message for "possible hv lead issue" was observed. Review of the electrograms revealed several vt episodes had aborted therapies due to over current detection. Low, out of range high voltage lead impedance was observed. Programming changes were made. The lead remains implanted. The patient was in good condition.